Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not deliver energy during testing. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.